Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient consequences? Procedure, event day, lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the customer opined of why the suture is dissolving much slower than the standard version. It's taking 8-10 weeks instead of six weeks. Additional information was requested.